Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator replacement, the existing right ventricular (rv) lead experienced high rv defibrillation impedance and the superior vena cava (svc) coil did not indicate a value. The physician attempted to reconnect the rv lead and reported unstable impedance. It was noted that the patient had two defibrillation leads; one of which was previously abandoned. The physician decided to use the existing rv lead as a pace/sense lead, and re-use the abandoned rv lead for defibrillation. No patient complications have been reported as a result of this event.